Manufacturer narrative:
The device sample was not returned for eval at the time of this report.

Event description:
The event is reported as: the customer reports that the lma classic was not holding air during use on a pt. Another lma device was used. No report of a pt injury/harm.